Manufacturer narrative:
Reported phone number (B)(6).

Event description:
Related manufacturer reference number (B)(4). It was reported that patient experienced ineffective therapy. Reprogramming was unsuccessful. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. During the lead replaced, a prior functioning ipg failed to re-establish communication with external devices despite being set into surgery mode. The ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported that patient experienced ineffective therapy. Reprogramming was unsuccessful. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. During the lead replaced, a prior functioning ipg failed to re-establish communication with external devices despite being set into surgery mode. The ipg was explanted and replaced. Effective therapy was restored post operatively. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.